Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas had a cracked touchscreen that rendered the screen unusable and prevented device unlocking, with no injury reported and blood glucose noted at 200 mg/dl. Symptoms included no clinical effects or injuries. Outcomes included no impact on health status, no need for medical intervention, and no hospitalization. Investigation included a complaint review and coordination for device return and assessment. Investigation of this case revealed physical damage to the touchscreen and inability to interact with the device interface. It was concluded that the event was related to device damage to the display assembly and did not result in patient harm.